Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and a force sensor error 106 issue occurred. There was no patient consequence. The force sensor error issue is not reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. This complaint was originally assessed as not reportable. This issue is now MDR-reportable. The device was returned to the biosense webster failure analysis lab and on 8/29/2018. It was discovered that there was reddish foreign material inside the pebax sleeve, a bent tip, a hole in the pebax sleeve, a kink approximately 1.9cm from distal tip, and ring 3 dented. The hole in pebax sleeve has been assessed as reportable. The alert date was reset to 8/29/2018.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and a force sensor error 106 issue occurred. There was no patient consequence. The force sensor error issue is not reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. The device was returned to the biosense webster failure analysis lab and on 8/29/2018. It was discovered that there was reddish foreign material inside the pebax sleeve, a bent tip, a hole in the pebax sleeve, a kink approximately 1.9cm from distal tip, and ring 3 dented. The hole in pebax sleeve has been assessed as reportable. On 9/28/2018, further testing which included sem analysis was performed and showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax, also the peek housing presented mechanical damage. These findings have also been assessed as MDR reportable. Product evaluation details: the device was visually inspected and a hole and reddish foreign material was observed in the pebax with ring 3 dented and the tip was bent. Magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. Then, the catheter outer diameter was measured and it was found within specification. Tilt test was performed and the catheter failed. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. Also the peek housing presented mechanical damage. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined, however, an internal correction action has been opened to address this issue. The root cause of the damage in the tip cannot be determined, it could be related to the manipulation of the device, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).